Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the returned device was inconclusive. The reported power on reset from the device save to disk data was confirmed. Hybrid analysis demonstrated that the device was fully functional and no new power on resets were observed. No evidence of high voltage arcing was observed on the device exterior or interior. Hybrid analysis did not identify any anomalies that would account for the power on reset. Performance data collected from the device was received and analyzed. Analysis of the device memory indicated an electrical reset. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the hospital due to fatigue. It was determined that a power on reset (por) had occurred. The ICD was explanted. No patient complications have been reported as a result of this event.